Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-00538136. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary: according to the information reported, the patient experienced a rupture and capsular contracture in the breast implant. During analysis of the sample, it was found to be ruptured and it was received incomplete. Microscopic examination was performed and no indications of instrument damage was found. No other anomalies were discovered. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The reported complaint was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Reason for device explant and/or reoperation: right breast prosthesis rupture, right breast capsular contracture (baker grade iii). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00538136. It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 300cc gel breast prosthesis that ruptured after implantation. Rupture of the right breast prosthesis was reported. In addition, the patient developed capsular contracture (baker grade iii) in her right breast. The implant rupture and the capsular contracture were both confirmed by a healthcare professional. As a result, the patient underwent unilateral explantation and replacement with a mentor memorygel breast implant 300cc gel breast prosthesis on (B)(6) 2019.